Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: on investigation, the pump powered up to a dim and discolored verify screen with auditory and vibratory features. No tactile issues were found with the buttons.

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on (B)(4) 2015.